Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture¿s final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. A bad test sample is not what triggered this change. Changes in water quality related to elevated chlorine hypochloride and conductivity levels are likely what caused this change. Although it was inquired about reprocessing steps, the user reported that there was no further information. Accordingly, we cannot judge whether there was deviation from IFU or not. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor microbiological surveillance of their water was positive. The customer requested the part number for the oer-elite external and internal water filters and also would like to know if they can use reverse osmosis (ro) water. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.